Manufacturer narrative:
Discordant negative grading of a dat reaction for a newborn. The camera misread event reported by the customer could not be confirmed. The root cause could not be determined, although it could not be excluded to be sample related the antibody bound on newborn¿s red blood cells being weak and at/or around the detection limit of the reagent and method employed. No general product failure is identified. No biased result was reported to a physician. The newborn was not harmed.

Event description:
The customer is complaining about what was described as discordant negative grading of direct antiglobulin testing (dat) reaction for one newborn using the ortho biovue® system in conjunction with an ortho vision® biovue analyser. Date of event: (B)(6) 2020. Complainant: dr. (B)(6), head of the laboratory. Complaint reporter: mrs (B)(6), distributor laboratory and sales specialist, alphacrom. Reported on (B)(6) 2020 by dr. (B)(6) to mrs (B)(6) who reported it the same day to ortho care. Reagents: ortho biovue® system poly cassette (product code 707350; lot ahc134j; expiry date 06 september 2020; manufacturing date 10 january 2020). Software version: 5.12.4. Patient information: newborn. Sample type: cord blood. The customer reported that on (B)(6) 2020, they had tested a newborn sample for dat using ortho biovue® system poly cassette in conjunction with their ortho vision® biovue analyser and that they had obtained a negative reaction. The customer reported that upon visual inspection, they observed agglutination and would have graded the negative reaction obtained as weak positive. The customer reported that on the same day, they had retested the same sample for dat using the same lot of ortho biovue® system poly cassette in manual biovue method and that they had obtained a weak positive reaction (no further detail provided). The customer reported that on the same day, they had retested the same sample after having washed the newborn¿s red blood cells for dat using the same lot of ortho biovue® system poly cassette in manual biovue method and that they had obtained a weak positive reaction (1+ reaction strength). The customer reported that no biased result was reported to the physician. The customer reported that the newborn was not harmed as a result of this event.